Manufacturer narrative:
Device evaluation: fluid loss was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was due to fatigue at the corner of a fold. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The product analysis confirmed the allegation of fluid loss. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder failures. The product analysis could not confirm the reported fluid loss. Model number: 72404310, lot number: 110647002, model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and cylinders were explanted due to fluid loss. A new pair of 14cm x 9.5mm cylinders with preconnected pump, was implanted. It was further reported that the fluid loss was from the cylinder and pump. The physician found the fluid loss during the surgery. The patient found he was having difficulty inflating and deflating his device due to the fluid loss. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Medical device: model number: 72404310, lot number: 110647002, model description: pump ms.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and cylinders were explanted due to fluid loss. A new pair of 14cm x 9.5mm cylinders with preconnected pump, was implanted. It was further reported that the fluid loss was from the cylinder and pump. The physician found the fluid loss during the surgery. The patient found he was having difficulty inflating and deflating his device due to the fluid loss. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.